Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the catheter was listed as unknown with a volume of 0.196 ml and a length of 89 cm. The hcp reported they believed the patient had the proximal end revised back in 2005. No further complications were anticipated/reported.